Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller reported after the device was implanted they were heading home from an appointment with the deep brain stimulation (dbs) doctor and the patient all of a sudden "overdosed" on stimulation and was having seizure like convulsions and movement he couldn't control. The caller stated this occurred shortly after the hcp had done some adjustments and she had him wait a few hours before leaving. Caller states the hcp said she thought she may have set it too high. The caller stated they finally got home and got help over the phone. The caller stated they have never had problems since then. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient denied the reported event. The patient said their wife called recently for a supply but not for the condition of the patient. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.